Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: (B)(4). Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced acute discomfort and had matter exuding from their wound at the lead insertion site. The physician assessed that the patient may have an infection. The patient was admitted to a medical facility where they were administered antibiotics via intravenous therapy.